Manufacturer narrative:
The insulin pump was received with all buttons properly functioning, no frozen display and no moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no missing segments, partial display or display anomaly on the insulin pump. The drive support disk was inspected and there was no anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call frozen display screen and high blood glucose. Customer's blood glucose was 400 mg/dl. Troubleshooting for frozen screen was performed. Customer advised when they pressed the act and esc buttons multiple times it would eventually clear the alarm but the device would freeze. Customer advised their blood glucose had been high ever since they had been placed on the replacement device. Customer declined to do any further troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.